Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Access was obtained through the femoral artery. The 100 % in-stent restenosis of a non-bsc stent was located in the proximal to mid left interior descending artery. The physician advanced the 1.5 x 15mm apex flex balloon catheter to the lesion and on the first inflation, inflated the balloon to 8atms and the balloon ruptured. The device was removed intact. The procedure was completed with a different device. No complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).